Event description:
Caller alleged discrepant results while performing a correlation study. Data set (1.7, 2.6, 3.9) - immediate re-test was performed on a different finger. Within five minutes a lab draw was performed. Data set (1.4, 2.5) - immediate re-test was performed on a different finger.

Manufacturer narrative:
Investigating pending.